Manufacturer narrative:
Eval summary: eval of the returned device found that it was fully functional as designed. The suture was not returned with the device; therefore, it could not be determined if the knot was successfully advanced to the puncture site and if hemostasis was achieved. Based on the device eval, the device performed according to spec. A root cause related to the device could not be determined. No mfg or quality issue was detected. In addition, the customer returned three sterile unused proglide devices for eval. The devices were functionally tested and passed all testing with no abnormal observations. A review of the device history record for each lot did not produce any findings relevant to this report.

Event description:
Device malfunction: unk. Time of malfunction: unk. Symptoms/ae: unk. Abbott vascular received this device from the customer without a reported product experience. The device was received in a state that appears to have been used for attempted arteriotomy closure. It is unk how hemostasis was achieved; therefore, this is being conservatively reported for potential failure to achieve hemostasis. Requests for add'l info have been unsuccessful.